Manufacturer narrative:
Device evaluation: cylinder puncture was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. The other cylinder performed within specifications. The product analysis confirmed the reported cylinder puncture.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to a puncture. A new 16cm x 9.5mm cylinder was implanted on the left side. It was further reported that the cylinder was punctured on the tip. The cause of the puncture was not known. Two weeks prior to surgery the patient had trouble inflating and deflating the cylinder. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to a puncture. A new 16cm x 9.5mm cylinder was implanted on the left side. It was further reported that the cylinder was punctured on the tip. The cause of the puncture was not known. Two weeks prior to surgery the patient had trouble inflating and deflating the cylinder. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.